Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with bad channel display was confirmed during product evaluation. The root cause of the reported problem was determined to be pump head module display defective. There were no repairs made as this is a stay in device. The device has not been previously sent into service for the reported condition of "bad channel display". This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, or if additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a bad channel display. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information.